Event description:
It was reported that the patient was hospitalized due to fluid accumulation. It was also reported that the right ventricular (rv) superior vena cava (svc) coil impedance was 102 ohms which was greater than programmed threshold. Additionally, the atrial lead simultaneously had an increase and decrease of impedance measurements and then went back to normal. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 694965, implantable tachy lead, implanted: (B)(6) 2007. (B)(4).